Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a left knee revision 19 months post-implantation due to an unknown reason. During the procedure, patient was converted with total knee components.